Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring from a previous cartridge was left on the pump and a new cartridge could not be loaded onto the pump. O-ring was removed and a new cartridge was loaded successfully. Blood glucose was not impacted.